Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to replace the chloride electrode and to perform a system check. The cause of the discordant chloride results is unknown. The customer verified that the chloride values were within the normal range and successfully repeated the samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were reported to the physician(s). The samples were repeated on the same system and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.